Manufacturer narrative:
(B)(4). Batch # u5dl1h. Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc10 device was received with no apparent damage and with a reload loaded in the device. The reload was returned fully fired and some no properly formed staples were noted on the reload deck near the proximal end, these staples cannot to be related the returned reload, as some b-formed staples were present on the driver's tips. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc., are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. When firing across thick tissue, holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. Close the alignment/locking lever completely when the tissue is properly in place. To fire the linear cutter, place the thumb on the firing knob and two fingers on the shoulders of the linear cutter. Fire the instrument by pushing the firing knob completely forward. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information received: the procedure was not converted to an open procedure. Additional hand suture was performed. There was no problem with the device during use. The patient¿s condition is stable. No comments about the factor of the unformed staples were received from the surgeon. Additional information was requested, and the following was received: 1could you please clarify the statement you made regarding ¿the patient¿s condition is stable.¿? "The patient's postoperative course is good" sales rep reported. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? => no change. Only reinforcement of additional hand suture. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a semi-open colectomy, the deployed staples at the distal end of the cartridge were unformed at the 2nd firing of feea. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.